Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device has been completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the foil in the base of the mesher, where cutter rests is bent and is catching the grafts as they are being meshed. The event occurred during surgery and the graft was impacted but able to be used. An additional graft was not required. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, h10. Current repair: product evaluation: product review of the skin graft mesher sn (B)(6) by chemtronics on 4 march 2020 revealed that the comb was damaged. The customer reported that the sample was getting caught in the comb, but this did not happen during the pre-test cut. Product repair: repair of the device was performed by chemtronics on 4 march 2020 which included replacement of the following: comb. Additional repair included cleaning, reassembling, and calibrating the device the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Event description:
There is no additional information.